Event description:
It was reported that intermittent undersensing and non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). The oversensing was thought to be related to farfield and near field channels not agreeing. Programming changes were recommended. The patient was being monitored. The patient was stable.